Event description:
A chest infection was reported several days after a galaxy-assisted biopsy procedure for a clinical trial. The patient required hospital admission for treatment and was discharged a short time later with full recovery and no further complications. The patient is a former smoker with a history of malignant cancer of the lungs and rectum. No malfunctions were reported. Attempts to gather additional patient demographics were unsuccessful.

Manufacturer narrative:
This case is not being reported due to potential safety issues but as a result of reporting of all serious adverse events. The scope was not returned for investigation. Manufacturing record review could not be performed because the specific scope used in this case could not be identified. Video review could not be performed due to log unavailability. The physician did not attribute the chest infection to the galaxy system. Based on all available information, including the patient's medical history and absence of device-related concerns; the injury is most consistent with the known inherent risks of bronchoscopy.